Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a hospital provided 2008t hd system and the patient¿s loss of consciousness and suspected cardiac arrest. The root cause of this patient¿s adverse event cannot determined; however, there was no indication that the patient¿s loss of consciousness and suspected cardiac arrest were not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population. Therefore, the 2008t hd system can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician for the user facility reported to fresenius technical services that this hemodialysis (hd) patient on in-center hd therapy utilizing a hospital provided 2008t hd system experienced a cardiac arrest (reported as ¿coded¿) during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an hd registered nurse (hdrn), it was reported this patient experienced a suspected cardiac arrest during an hd treatment utilizing the 2008t hd system in the in-center clinic on (B)(6) 2025. It was explained that the patient was found unresponsive within the first 5 minutes of hd treatment. Blood was returned to the patient and emergency medical services (ems) were activated. Upon ems arrival, the patient regained consciousness while still in the in-center clinic, and they were transported to the hospital where they were admitted on the same day. Actions taken by ems in the clinic were unknown to the hdrn; however, they affirmed the patient was verbal and responsive prior to transport to the hospital. The cause of the patient¿s unresponsiveness and suspected cardiac arrest were unknown as the patient does not have significant contributing cardiac comorbidities. The patient has been able to undergo hd therapy with a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as they remain hospitalized for observation and awaiting discharge to home. It was confirmed that the patient¿s loss of consciousness and suspected cardiac arrest were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis post-discharge.

Event description:
The biomedical technician for the user facility reported to fresenius technical services that this hemodialysis (hd) patient on in-center hd therapy utilizing a hospital provided 2008t hd system experienced a cardiac arrest (reported as ¿coded¿) during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an hd registered nurse (hdrn), it was reported this patient experienced a suspected cardiac arrest during an hd treatment utilizing the 2008t hd system in the in-center clinic on 20/jan/2025. It was explained that the patient was found unresponsive within the first 5 minutes of hd treatment. Blood was returned to the patient and emergency medical services (ems) were activated. Upon ems arrival, the patient regained consciousness while still in the in-center clinic, and they were transported to the hospital where they were admitted on the same day. Actions taken by ems in the clinic were unknown to the hdrn; however, they affirmed the patient was verbal and responsive prior to transport to the hospital. The cause of the patient¿s unresponsiveness and suspected cardiac arrest were unknown as the patient does not have significant contributing cardiac comorbidities. The patient has been able to undergo hd therapy with a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as they remain hospitalized for observation and awaiting discharge to home. It was confirmed that the patient¿s loss of consciousness and suspected cardiac arrest were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.